Manufacturer narrative:
(B)(4). The returned flexima plus (stent and delivery system) was analyzed, and a visual evaluation noted that the stent was returned loaded to the delivery system and the guide catheter was kinked/broken and stretched. The push catheter was kinked. The suture hole was severely torn. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, handling and manipulation of the device during its use can lead to kink/bend of the catheters, user technique when they insert the unit into the scope can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters. Continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking. Additionally suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for a suspected biliary stones in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the push catheter broke. They had to pull the whole device and the wire out and had to recannulate and tried again with second stent, however the push catheter still broke. A third stent was reopened and tried to push very slowly, also the physician changed the position of the scope and the stent was successfully deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the guide catheter was broken therefore this event has been deemed an MDR reportable event.